Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the cable unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4) and DHR review, omsc considered that the reported phenomenon was attributed to the failure of the cable due to excessive force being applied by the user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device was not displayed. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.